Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 0001032347-2016-00687.

Event description:
It is reported one year post-op the patient complained of discomfort at the sternal hardware site. Palpation of the chest indicated migration of the hardware. A revision was performed to remove the hardware. During the removal procedure migration and fracture of the hardware at strut was identified. The surgical site was closed with sutures the sternum was completely healed and the patient is recovering well.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be submitted upon completion of the evaluation. Report one of two for the same event, reference report 0001032347-2016-00687-1.

Event description:
Additional information was received from the sales associate; he reported the "surgeon believed plate dislodged from sudden physical activity. The bone was completely healed; the plate fractured then pulled out he guessed." He also reported the screws did pull through the bone but were still locked into the plate. He stated no x-rays or CT scans are available for review.

Manufacturer narrative:
The DHR (device history record) of this product could not be reviewed due to the lot number being unknown. The screws were visually evaluated and they were all found to be intact with no signs of failure or fractures. The locking threads have been slightly deformed indicating engagement with the plate. The screws major diameter and overall length were measured. Both dimensions were found to be within specification. It was reported that the screws pulled though the bone but remained locked into the plate. The most likely underlying cause of the plate fracturing is excessive force placed on the plate from the patient¿s ¿sudden physical activity¿ combined with the patients high bmi. There are no indications of manufacturing defects. Supplemental report one of two for the same event, reference report 0001032347-2016-00687-2.